Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
At 8:30 am on (B)(6) 2025, the on-duty nurse administered 100ml of 0.9% sodium chloride injection plus 2.0g of ceftriaxone sodium to the patient as prescribed. Following standard procedures, a closed-system intravenous catheter was inserted for wang qingmei's infusion. During a routine check 15 minutes later, fluid leakage was observed on the patient's arm. Examination revealed leakage at the connection point between the needle and hub of the closed-system catheter. Although the patient reported no discomfort, the catheter was immediately replaced with a new closed-system device, and the infusion was restarted.

Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined. The plant will continue to monitor such defects.

Event description:
No additional information.